Manufacturer narrative:
Date of event:unk. Implant date: unk. Claim#: (B)(4).

Event description:
The reporter indicated that 12.6mm, vticmo12.6, -12.00/0.5/117 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients' right eye (od) and the patient experienced low vault. Lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens with diopter -12.00/0.5/117 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. The patient experienced a low vault. On (B)(6) 2022 the lens was explanted. On the same day separate surgery the lens was replaced with a different model, longer length lens and the problem was resolved. Status of the eye: " vault perfect and no symptoms". The cause of the event is unknown. D6b: "on (B)(6) 2022" should be added. H6: health effect- impact code: "2199" should be removed and code "4627" should be added. H6: medical device code:"2993" should be added. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5- "the reporter indicated that 12.6mm, vticmo12.6, -12.00/0.5/117 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. The patient experienced low vault. Cause of the event was unknown. Lens remains implanted." Claim# (B)(4).